Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that the system showed a system error "usacquisitionhw_31". The error only displayed when the z6ms transducer was connected. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying a acquisition 31 error. The transducer was returned, and investigation was performed. The visual inspection found deformation of articulation sleeve damage, and the system error could be reproduced. The leakage test also failed. The probable cause was determined to be improper disinfectant procedure by the customer. It was confirmed by the customer service engineer that the customer uses glutaraldehyde to disinfect the transducer; however, engineering stated that the method of disinfecting a transducer can also have an affect on the transducer. It is recommended to the customers to follow the siemens disinfectant procedure. Complaint reference #: (B)(4).